Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 3:00am at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of 599mg/dl. A normal result around that time of day is usually around 103mg/dl. End-user stated that she took insulin (did not disclose the dosage). She stated that she then tested her blood glucose 3 more times with her prodigy meter and received results of 599, hi, &599mg/dl. End-user stated that she is prescribed 20mg of her insulin 3 times a day. End-user stated that she was feeling drowsy. End-user stated that she called paramedics approximately 30-45 minutes after testing with the prodigy meter. She stated that did not consume any food drink or medication while waiting for the paramedics. Paramedics arrived within 10-15 minutes and tested the end-user's blood with their meter and received a result of 40mg/dl. The paramedics did not transport the end-user to the hospital. Paramedics checked her vitals and advised her to eat. End-user stated that she ate spaghetti and drank sweet tea. Paramedics checked the end-users blood glucose prior to leaving with their meter and received a result of 120mg/dl. Paramedics advised that the end-user stay awake and for her husband to monitor her. End-user was educated that her test strips are expired and to never use expired products. No additional information was provided.